Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5515-f-801 triathlon ps fem component cemented, lot: d7h3l; 5551-g-401 triathlon asymmetric x3 patella, lot: dmme; 5521-b-800 tri ts baseplate size 8, lot: bhx7za; 5560-s-112 tri cemented stem 12mmx50mm, lot: 0077005l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text: device not returned.

Event description:
It was reported the patients left knee was revised. All components were removed and converted to a ts knee.